Event description:
We have had two patients on continuous IV pipercillin tazobactam on a hospira gemstar pump. On three occasions in the last two weeks, I have had patients call complaining of an occlusion alarm. After switching infusion tubing the occlusion alarm goes away telling me we are most likely having drug precipitate in the filter causing and occlusion. Dose: 18gm over 24 hours. Dates of use: (B)(6) 2011 to present. Reason for use: diabetic foot.